Event description:
It was reported that the patient received a notification of abnormal high voltage impedance. Lead fracture near the connector was observed on x-ray. The lead was capped and replaced. There were no adverse consequences for the patient aside from the required surgery.

Manufacturer narrative:
.